Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed.  The reported problem (will not power on monitor) has been confirmed.  As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The housing and connector bleck were also damaged.   The root cause for the contamination was ingress of an unknown liquid. The root cause for the damaged connector was physical abuse. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids.  There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.